Event description:
Related manufacturer's reference number: 2017865-2021-33986. It was reported that the patient presented in clinic. It was discovered that the right ventricular and right atrial lead were exhibiting noise. The physician opted for a full system explant. The patient was in stable condition.